Event description:
The physician reported the peritrochanteric nail (ptn) lag screw did not have the osseotite surface finish. The box stated osseotite peritrochanteric nail system. The lag screw was implanted without a reported adverse event. Patient outcome: there were no adverse events reported by the patient or the physician.

Manufacturer narrative:
The device history record for the reported lot did not show any nonconformance. The lot was found acceptable to the specifications. The device is similar to one marketed without the osseotite finish. The product literature states the ptn osseotite lag screw can help to enhance fixation strength and potentially may reduce the incidence of screw loosening. The osseotite surface is the result of a dual-acid etching process, which creates a roughened titanium alloy surface.